Event description:
It was reported that the pump pocket was extremely infected 6 weeks after a baclofen pump replacement. The wound was nicely healed at a 2 week post-operation appointment. The patient did not return to implanting surgeon until 2015-(B)(6) with a ¿raging infection¿. The patient was being treated for infection and baclofen withdrawal. The patient was hospitalized and an explant was done. The patient status at the time of the report was alive with injury. It was reported that the patient was ¿holding his own¿ and that there was nothing too bad. The patient symptoms included drainage/incisional wound opening, erosion, and a fever. The location of the issue was at the device pocket. The pump was infusing gablofen. Additional information received reported that perioperative antibiotics were administered. The date of the last refill was at the implant on 2015-(B)(6). The baclofen withdrawal was due to the pump explant. Aggressive antibiotics were used and the patient was admitted to the intensive care unit (ICU) post-explant. It was noted that the patient did not exhibit classic signs of withdrawal. It was reported that the patient was doing pretty well overall but had issues with fevers and drug reactions. It was noted that clonus was way better than the week prior to 2015-(B)(6). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).